Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. Moreover, the ventilator's printed circuit board was contaminated with liquid. There was no patient harm. Manufacturer's ref. #: (B)(4).